Manufacturer narrative:
(B)(6). This device is not available for testing and evaluation. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
It was reported that during percutaneous transluminal angioplasty (pta) of an 80% occluded lesion in the left external iliac artery with heavy calcification and moderate vessel tortuosity, a 8mm4cm 80 powerflex pro balloon catheter ruptured at 6 atmospheres (atm) during pre-dilatation. It was exchanged for another balloon catheter and the procedure was finished successfully. There was no reported patient injury. The product will not be returned for analysis. "The physician commented it was suspected that the balloon got stuck at the heavily calcified or the balloon was bored under the heavily calcified."

Manufacturer narrative:
There were no kinks or other damages noted prior to inserting the product the product into the patient. The device prepped normally. The brand of contrast media as well as the contrast to saline ratio used is unknown. The inflation device used is unknown and it is also unknown if the same indeflator was used successfully with other devices. It is unknown if there was any resistance/friction while inserting the balloon through the rotating hemostatic valve as well as any resistance/friction while inserting the balloon through the guide catheter. There was difficulty advancing the balloon catheter through the vessel and difficulty crossing the lesion. It is unknown if the catheter was ever in an acute bend. It is unknown if the catheter was easily removed but it was intact upon during a percutaneous transluminal angioplasty (pta) of an 80% occluded lesion in the left external iliac artery with heavy calcification and moderate vessel tortuosity, an 8mm x 4cm 80cm powerflex pro balloon catheter ruptured at 6 atm (six atmospheres) during pre-dilatation. It was exchanged for another balloon catheter and the procedure was finished successfully. There was no reported patient injury. The physician commented it was suspected that the balloon ¿got stuck at the heavily calcified area or the balloon was bored under the heavily calcified area.¿ there were no kinks or other damages noted prior to inserting the product the product into the patient. The device prepped normally. The brand of contrast media as well as the contrast to saline ratio used is unknown. The inflation device used is unknown and it is also unknown if the same indeflator was used successfully with other devices. It is unknown if there was any resistance/friction while inserting the balloon through the rotating hemostatic valve as well as any resistance/friction while inserting the balloon through the guide catheter. There was difficulty advancing the balloon catheter through the vessel and difficulty crossing the lesion. It is unknown if the catheter was ever in an acute bend. It is unknown if the catheter was easily removed but it was intact upon removal. The product was not returned for analysis. A device history record (DHR) review of lot 17138041 revealed no anomalies or non-conformances during the manufacturing and inspection processes associated with the reported event. The reported ¿balloon - burst at/below rbp (peripheral)¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics of heavy calcification, moderate tortuosity and a rate of stenosis of 80% may have contributed to the reported event. Neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken.